Manufacturer narrative:
A ge rep evaluated the system and replaced a cable and a circuit board. System operates as intended.

Event description:
The customer reported, the system would not boot up. No pt injury was reported.